Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gfynecological procedure eon (B)(6) 2008 and a mesh was implanted concurrently with laparoscopic sacral colpoperineopexy, abdominovaginal rectocele repair, laparoscopic enterocele repair, laparoscopic salpingo-oophorectomy, cystourethroscopy and suprapubic tube insertion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted to treat pop/sui; concurrent procedure, hysterectomy. It was reported that the patient experienced pain, erosion, bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent removal of mesh and suture on (B)(6) 2010 due to erosion and postmenopausal bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
.